Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and vomiting. The blood glucose reading was 680mg/dl. The customer was experiencing unexplained high glucose for one day. Troubleshooting was performed. The programing, time, and date were correct, but the customer was using expired infusion sets. Ran a fixed prime test and passed. The customer mentioned having fluid in the back of her eye and she will be treatment the next day. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.